Manufacturer narrative:
Other applicable components are: product ID: 3999-60, lot# va09kjm, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that 4 of the 8 contacts weren't working and it appeared that the lead had a break somewhere down the wire. Reprogramming was performed but the stimulation continued to be erratic. The issue had not resolved and they were looking at replacement surgery at some point. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated the strength of the stimulation is all of a sudden "changing all over the place with movement". The patient stated stimulation started feeling all "jerky" and the strength would go up and down and then she would lose it. The patient stated she would press on the battery in certain places or near the wire and she would then feel stimulation again. The caller stated she doesn't know if a wire came loose or what. The patient is wondering ifshe can get an appointment with a manufacturing representative (rep) to get some diagnostics done. The patient stated she called her healthcare provider's (hcp) office and left a message. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient it was reported that the cause of the broken lead and contacts not working was unknown. Nothing has been done yet to resolve the issue. No time to schedule surgery to replace device at this time, patient is just trying to live with it bouncing up and down though it is getting more difficult. The issue has not been resolved. Surgical intervention not yet scheduled, needs full replacement likely. The current status of the device is that stimulation changes constantly up and down unfortunately. No patient symptoms or complications were reported in this event.